Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used during a drainage procedure. According to the complainant, the inner sheath of the device stretched and the stent could not be deployed. The procedure was completed with a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
These codes were selected by the manufacturer based upon info obtained from the user facility. The complainant was unable to provide the suspect device lot #; therefore, the device expiration and manufacture dates are unk. The device has been received by this MFR, however, the investigation has not yet been performed. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).